Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on 25-aug-2016 who had essure (fallopian tube occlusion insert) inserted at the end of 2007. Initial case received from a patient via letter in which she holds bayer liable for the damage caused. The consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual discomfort ('menstruation complaints') in an adult female patient who had essure (ess205) (batch no. 623820) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual discomfort (seriousness criteria medically significant and intervention required), respiratory tract inflammation ("chronic inflammation of airways"), chronic obstructive pulmonary disease ("copd"), palpitations ("palpitations"), breast pain ("painful breasts"), fatigue ("fatigue"), alopecia ("hair loss"), musculoskeletal discomfort ("joint complaints"), mobility decreased ("could not walk for 50 meter") and arthralgia ("pain in hip"). The patient was treated with surgery (essure and fallopian tubes removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menstrual discomfort, respiratory tract inflammation, chronic obstructive pulmonary disease, palpitations, breast pain, fatigue and musculoskeletal discomfort outcome was unknown and the alopecia, mobility decreased and arthralgia had resolved. The reporter considered alopecia, arthralgia, breast pain, chronic obstructive pulmonary disease, fatigue, menstrual discomfort, mobility decreased, musculoskeletal discomfort, palpitations and respiratory tract inflammation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2006: unknown nickel allergy; in 2007: unknown nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual discomfort ('menstruation complaints') in an adult female patient who had essure (ess205) (batch no. 623820) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual discomfort (seriousness criteria medically significant and intervention required), respiratory tract inflammation ("chronic inflammation of airways"), chronic obstructive pulmonary disease ("copd"), palpitations ("palpitations"), breast pain ("painful breasts"), fatigue ("fatigue"), alopecia ("hair loss"), musculoskeletal discomfort ("joint complaints"), mobility decreased ("could not walk for 50 meter") and arthralgia ("pain in hip"). The patient was treated with surgery (essure and fallopian tubes removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menstrual discomfort, respiratory tract inflammation, chronic obstructive pulmonary disease, palpitations, breast pain, fatigue and musculoskeletal discomfort outcome was unknown and the alopecia, mobility decreased and arthralgia had resolved. The reporter considered alopecia, arthralgia, breast pain, chronic obstructive pulmonary disease, fatigue, menstrual discomfort, mobility decreased, musculoskeletal discomfort, palpitations and respiratory tract inflammation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2006: unknown nickel allergy; in 2007: unknown nickel allergy. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer (events considered related to essure). Essure model code was amended, lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("menstruation complaints") and chronic obstructive pulmonary disease ("copd") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), breast pain ("painful breasts"), fatigue ("fatigue"), musculoskeletal discomfort ("joint complaints"), respiratory tract inflammation ("chronic inflammation of airways"), alopecia ("hair loss"), palpitations ("palpitations"), gait disturbance ("could not walk for 50 meter") and arthralgia ("pain in hip"). The patient was treated with surgery (essure and fallopian tubes removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the menstrual disorder, chronic obstructive pulmonary disease, breast pain, fatigue, musculoskeletal discomfort, respiratory tract inflammation and palpitations outcome was unknown and the alopecia, gait disturbance and arthralgia had resolved. The reporter provided no causality assessment for alopecia, arthralgia, breast pain, chronic obstructive pulmonary disease, fatigue, gait disturbance, menstrual disorder, musculoskeletal discomfort, palpitations and respiratory tract inflammation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2006: unknown nickel allergy; in 2007: unknown nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: menstrual disorder: the analysis in the global safety database revealed 35 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-aug-2017: follow up received from the dutch health care inspectorate (igz) - event xenobiotic material removed deleted and events menstruation complaints, painful breasts, tiredness, joint complaints, chronic infection of airway and copd, hair loss, palpitations added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual discomfort ('menstruation complaints') in an adult female patient who had essure (ess205) (batch no. 623820) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual discomfort (seriousness criteria medically significant and intervention required), respiratory tract inflammation ("chronic inflammation of airways"), chronic obstructive pulmonary disease ("copd"), palpitations ("palpitations"), breast pain ("painful breasts"), fatigue ("fatigue"), alopecia ("hair loss"), musculoskeletal discomfort ("joint complaints"), mobility decreased ("could not walk for 50 meter") and arthralgia ("pain in hip"). The patient was treated with surgery (essure and fallopian tubes removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menstrual discomfort, respiratory tract inflammation, chronic obstructive pulmonary disease, palpitations, breast pain, fatigue and musculoskeletal discomfort outcome was unknown and the alopecia, mobility decreased and arthralgia had resolved. The reporter considered alopecia, arthralgia, breast pain, chronic obstructive pulmonary disease, fatigue, menstrual discomfort, mobility decreased, musculoskeletal discomfort, palpitations and respiratory tract inflammation to be related to essure (ess205). Diagnostic results (normal ranges are provided' in parenthesis if available): allergy test - in 2006: unknown nickel allergy; in 2007: unknown nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information received on 30-sep-2016: no further information was received despite of attempts. The authority reference number for this case is: (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 422 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.